Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. A medtronic representative was at site to troubleshoot issue. They navigated scan were looked at and the technique was set at medium patient, even though the patient was large. The confirmation spin was done as xl patient which was better quality. The medtronic rep went over their fluoro/rad gain calibrations as a precaution. System is functioning normally. No parts were ordered or replaced. No further issues reported. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative called to report a complaint that a site navigated with a very grainy 3d image, but they were able to use this scan for navigation and there was no delay. Troubleshooting the medtronic representative was able to look at the navigated scan and the technique was set at medium patient - which correlated to a technique of 40 kv and 300 ma which may have contributed to the graininess. The confirmation spin was done as xl patient which was better quality. Representative was going to go over their fluoro/rad gain calibrations as a precaution with the site. There was no impact on patient outcome.